Manufacturer narrative:
(B)(4). Upon covidien's request for further information, customer stated that they did not know patient's weight. Sensor is not returning for evaluation. Per information provided in the oximax max-n neonate oxygen sensor direction for use in regards to possible causes for inaccurate readings. Indications/contraindications: the nellcor oximax neonatal/adult oxygen sensor, model max-n, is indicated for single patient use when continuous noninvasive arterial oxygen saturation and pulse rate monitoring ar required for neonates weighing less than 3 kg or adults weighing more than 40 kg.

Event description:
It was reported to covidien that maxn sensor (that was placed on baby's foot) seemed to be giving low readings - spo2 dipped below 80%. Customer noted that baby was not in distress and appeared to look pink and perfused. No patient harm reported.